Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The wife reported via phone call that the customer fell into the pool. The customer's blood glucose was 96 mg/dl. The wife reported the insulin pump was vibrating without an alarm or alert. It was also found the insulin pump's display was blank immediately after the moisture exposure. The wife also reported a constant tone was occurring on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. No constant tone noted. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. The insulin pump was unable to perform the displacement test due to blank display anomaly.